Manufacturer narrative:
A ge service rep performed an onsite investigation. The table generator interface and the hand switch were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.